Event description:
It was reported, the patient¿s right lead looked ¿a little bent¿ at the third contact. It was noted, the lead end caps came off ¿clean¿ and there was no resistance for either lead. When impedances were measured combinations with contact three for the left lead were high, between 21 ,000 and 24,000 ohms, but it was noted they were not out of range. It was noted, the surgeon noticed there was ¿a little bit of fluid in there.¿ the impedances were checked for a third time in the operating room and combinations with contact 3 were then between 15,000 and 17,000 ohms. Post-operative measurements showed the right lead was still normal and combinations with contact 3 for the left lead were between 20,000 and 23,000 ohms. It was also reported, the patient¿s recharge interval was calculated based off of his programming and it was expected he had 3.3 weeks until he was ¿empty.¿ additional information received nine days later reported, the patient¿s impedances were checked again and combinations on the left lead with contact 3 were still high but they had decreased significantly, ranging from 4640 to 6067 ohms, versus the first report. It was reported, the therapy impedance for the left lead when mapping at 5 volts was high with case positive and contact 3 negative. It was noted there were no problems with the right lead. Additional information received reported it was hard to say if the patient was receiving therapy. It was noted no side effects were seen with contact 3 at 5v.

Manufacturer narrative:
Product ID 3387s-40 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3387s-40 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 37651 lot# serial# (B)(4); product type recharger product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).